Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The device's interface board will be replaced to address the issue. Other: device has been evaluated but not repaired, pending customer approval of the estimate.